Event description:
Customer reports to have received several alarms. It was found that alarm may have been caused by insulin pump been stored for a period of time with dead batteries installed. Customer's blood glucose was 190 mg/dl. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. No alarm for a corrupted history file occurred during testing but was noted in the history file. The insulin pump was unable to upload data due to the corrupted history file. The insulin pump passed the unexpected restart error test with no error alarms. The insulin pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).